Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8730864.

Event description:
Related manufacturer reference number: 1627487-2023-04963. Related manufacturer reference number: 1627487-2023-04964. It was reported that three of the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2023 during which the migrated leads were explanted and replaced to address the issue. Therapy was restored post procedure. Investigation was unable to determine which three leads attributed to this issue.